Manufacturer narrative:
No pictures were provided and no product was returned for evaluation. The lot number is unknown; therefore the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the mixture did not harden and it had to be rinsed. Upon follow up the sales associate stated the surgeon believes she may not have given the mixture enough time to set. Additional information was requested regarding the event, however no information has been received at this time.

Manufacturer narrative:
The complaint is that the mixture did not harden during the procedure. No product was returned. However, in additional correspondences, distributor reports that during a follow-up with the surgeon, the surgeon states that it was her first time using this variation of the product and suggested that she might not have given the mix enough time to set. The IFU (instructions for use) contains instructions to properly mix the product in the section called mixing instructions and approximate mix times in the section titled product mixing times. The most likely underlying cause is user error; the surgeon most likely did not follow the instructions in the IFU.